Event description:
It was reported that during the implant procedure, there was no capture when the lead was connected to the device. Measurements were taken again and the results were "normal". The lead was again connected to the device and no capture was observed. The device was not implanted. Patient status was listed as "stable". No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the returned device was analyzed and no anomalies were found.